Event description:
This case was initially received via regulatory authority ansm ((B)(6)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), fibroma ("fibroma") and endometriosis ("severe endometriosis"). The patient was treated with surgery. At the time of the report, the hysterectomy, fibroma and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis, fibroma and hysterectomy with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.